Manufacturer narrative:
Inflation device, unknown make and model. Occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed and determined the report. During a functional test, a cook ds-60cc-s dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon could not be inflated and leakage was seen from a crack in the catheter. The crack was located approximately 11.5 cm from the distal end. The pre-loaded wire guide was not included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. It is unknown if the user applied negative pressure and lubrication to the balloon prior to advancement through the endoscope accessory channel. A possible contributing factor to a crack in the catheter is failure to apply lubrication and negative pressure to the balloon prior to advancement. The instructions for use direct the user: ¿apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel.¿ this activity will aid in endoscopic advancement and balloon preservation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user to, ¿to facilitate passage through the endoscope, apply negative pressure to the device. Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. They went down the endoscope [with the device], filled the inflation [dilation] balloon with water, and the balloon would not inflate at all. A new same device was opened and used to complete the procedure. There was no reportable information at this time. The device was evaluated on 27-mar-2019. The catheter leaked from a crack at the distal end near the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Concomitant medical product: inflation device, unknown make and model occupation: non-healthcare professional investigation evaluation: our laboratory evaluation of the product said to be involved confirmed and determined the report. During a functional test, a cook ds-60cc-s dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon could not be inflated and leakage was seen from a crack in the catheter. The crack was located approximately 11.5 cm from the distal end. The pre-loaded wire guide was not included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. It is unknown if the user applied negative pressure and lubrication to the balloon prior to advancement through the endoscope accessory channel. A possible contributing factor to a crack in the catheter is failure to apply lubrication and negative pressure to the balloon prior to advancement. The instructions for use direct the user: ¿apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel.¿ this activity will aid in endoscopic advancement and balloon preservation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user to, ¿to facilitate passage through the endoscope, apply negative pressure to the device...maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. They went down the endoscope [with the device], filled the inflation [dilation] balloon with water, and the balloon would not inflate at all. A new same device was opened and used to complete the procedure. There was no reportable information at this time. The device was evaluated on 03/27/2019. The catheter leaked from a crack at the distal end near the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.